Event description:
It was reported during a procedure one jaw of the click line forceps detached inside of the patient. The broken jaw was successfully retrieved with no adverse patient effects. No death or unanticipated serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: examination of the returned device confirmed that one of the prongs broke. The application of excessive force during the placement process bent the prong to the point of breaking it. This is evident by the raised material at the fracture site. In addition, the number of uses and reprocessing's (manufactured january 2011) may have weakened the material. The event is filed under internal karl storz complaint ID: (B)(4).